Event description:
It was reported that customer experienced alarm 2 followed by alarm 26 related to an occlusion while using insulin pump with specified infusion set and insulin type. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge, resumed insulin delivery without further issues, and technical support determined that additional assistance was not necessary and closed case; no further outcome details were available.